Event description:
It was reported that the atrial impedance was varying and had some high readings. No changes have been made at this time and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial impedance was varying and had some high readings. No changes have been made at this time and the atrial lead. It was also reported that the patient has had or will have a remote monitor follow up which will include a thorough check of the lead(s) at that time. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance: weekly pace lead impedance trend data show various spike increases for max a pace = 392 to 1312 ohms range between (B)(6) 2010 and (B)(6) 2012.